Manufacturer narrative:
Device UDI number unavailable. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after receiving a passing registration, the surgeon felt inaccurate. This occurred during the navigate task. Touching the sphenoid bone was showing inside the brain. The surgeon then re-registered and was accurate. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome. Resolution of the issue was confirmed on call.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 9733467, (software version: 2.3; device evaluation: a software analysis was completed utilizing an image analysis methodology. The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.